Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. Upon deployment of the trunk-ipsilateral leg component, the patient's right hypogastric artery was inadvertently covered. It was reported that the wrong size device may have been selected (patient vessel dimensions are unavailable). In addition, a final angiographic run revealed a small dissection flap in the proximal right external iliac artery. The physician believes this was caused by the introducer sheath. In regard to the covered hypogastric and the dissection flap in the proximal iliac artery, the physician has chosen to take a wait-and-watch approach. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.